Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the earth leakage current test. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice device was returned and an evaluation was completed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device failed the earth leakage current test. Visual inspection revealed the digital pcb, power switch, power supply and others parts had fluid contamination. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Upon conclusion of the investigation, the cause of the failure was determined to be fluid contamination. Should additional relevant information become available, a supplemental report will be submitted.